Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, there was obstruction between the pump and the transmitter. However, the transmitter and pump were unable to regain connection and the transmitter was replaced to resolve the issue. No additional patient or event information was available.